Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: what do you mean by "the wire switch back"? Please clarify the alleged issue noticed with suture during closure -the suture wasn¿t strong enough. The thread slided back and to avoid this the surgeon gave a point above the suture with a vicryl, the peritoneum was very thin). Was issue noticed with suture body or needle body? - no. Was any issue noticed with the barbs on the suture? If yes, please explain -no.

Event description:
During the closure of the peritoneum, the wire switch back. The surgeon used another kind of suture to close the peritoneum. There were no patient consequences.